Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event. It was reported to boston scientific corporation that an advanix-naviflex stent was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure in the common bile duct, performed on (B)(6) 2019. According to the complainant, during procedure, outside the patient, it was noticed that the pigtail end of two advanix stents broke in half and could not be placed in to the naviflex delivery system. The procedure was successfully completed with another advanix-naviflex of the same size and model. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.